Event description:
An optometrist reported a pt was diagnosed with grade 2 diffuse lamellar keratitis (dlk) two days post lasik surgery, which was treated with oral steroid and by increasing the topical steroid dosage. The pt was asymptomatic. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).